Event description:
Patient underwent removal of rods and screws - t12-s1. Revision fusion, repair pseudoarthrosis l3-l4. Reinstrumentation t12-pelvis on (B)(6) 2010.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or catalog number or lot number provided. The event is still under investigation. Additional items may be reported.